Event description:
Additional information was received that the post-paced t-wave oversensing was resolved with reprogramming. The patient was stable.

Event description:
During a remote follow-up, episodes of oversensing were observed on the device. Technical support was contacted and recommended reprogramming to resolved the event. No intervention has been performed at this time. The patient was stable and will continue to be monitored.